Event description:
It was reported that the readings froze. The wearable was inserted into the upper buttocks, which is off-label usage of the device, on 10/13/2023. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).